Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing and the j702 connector was pulled off of the distribution node (dn). The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the belt failed incoming functionality testing.